Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, broken battery tube threads and cracked case from display window corner. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a cracked retainer ring. The customer stated that the reservoir able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.